Manufacturer narrative:
The investigation of delivery issues, product damage (cannula kink), and introducer damage ¿ mechanical has been completed. Introducer damage added since damage was found on the returned product. Delivery issue - reported implanting the pump with no issues but had issues retracting the guidewire. The guidewire was unable to be removed and the pump was explanted through the introducer. Impella cp, introducer and guidewire were returned. The guidewire was still in the cannula. The end of the guidewire coming out of the outflow cage was wrapped around the cannula, which was kinked. The cause of the guidewire delivery issue was most likely due to a kinked cannula as the cannula kink, observed on the returned product, likely made it difficult to remove the guidewire. Cannula kink - clinical reported a cannula kink. No issues delivering the pump and no resistance crossing the valve. Cannula kink was found on the returned product. The root cause of the cannula kink was not determined due to insufficient clinical details. Introducer damage - reported being unable to removed the guidewire resulting in explanted the pump via the sheath. The introducer was returned with the guidewire and pump catheter within the sheath. Introducer damage was found on the returned introducer. There was buckling of the sheath near the introducer hub and damage to the tip of the sheath. The root cause of the introducer damage - mechanical was most likely an introducer sheath kink since clinical reporting having issues removing the pump and guidewire via the sheath and there was buckling found near the introducer hub on the returned product. H6 component code 4742 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27090.

Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance. Section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance."

Event description:
The complainant reported that a patient was to undergo high risk percutaneous coronary intervention was to be implanted with impella cp for mechanical circulatory support. The impella cp was delivered to the left ventricle, however the wire could not be retracted out. The impella was therefore explanted, and no harm or injury was noted.